Event description:
The customer called to report no delivery alarms and a protruding drive support disk. The customer stated that he did push the cap back into place, but he was not connected. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.